Event description:
It was reported that the customer had a loos drive support cap o the insulin pump, customer's blood glucose level was 500 mg/dl. Customer's mother called and stated that her daughter';s drive support cap is coming off. Customer was advised that the pump will need to be replaced. No additional info provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due protruded loose drive sport disk. Unable to perform basic occlusion, occlusion, excessive no delivery tests and prime fill anomaly. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, scratched case around display window, scratched reservoir tube window and missing end cap sticker.